Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the serial number of the device was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation in a known risk with this device.

Manufacturer narrative:
The serial number was obtained and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer 3005334138-2014-00004. During a pulmonary vein isolation procedure using a related quartz ablation catheter, a pericardial effusion occurred. Transseptal puncture was performed and a tacticath quartz ablation catheter was inserted into the left atrium but was replaced with another tacticath quartz ablation catheter due to noise and deflection issues. With patient movement, a shift in geometry was noted. Patient blood pressure was difficult to attain and an echocardiogram confirmed a pericardial effusion. A pericardial drain was placed which stabilized the patient. The drain was left in place as the patient left the lab. There were no performance issues with any sjm device used.